Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4) peripheral cutting balloon registry.this is the same patient as report 2134265-2009-04417. It was reported that in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon (pcb) device for one lesion. The de novo lesion was soft and concentric. The lesion was located in the arteriovenous fistula (avf). The target vessel was non-tortuous and without calcification. The target vessel reference diameter was 4.0mm and the target lesion length was 1mm. The target lesion pre-procedure stenosis was 76%. The target lesion post-procedure stenosis was 38%.the patient had a follow up visit in (B) (6) 2006. The target lesion had remained patent. There was no adverse event and no intervention since the index procedure. The patient had a follow up visit in (B) (6) 2006. There was an intervention of pcb that was performed in (B) (6) 2006 on the target vessel for restenosis that was confirmed angiographically.